Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare representative that they found a crack in the swivel wye of an rt265 infant dual-heated evaqua2 breathing circuit during set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation and was visually inspected and pressure tested. Results: inspection of the swivel revealed that it was cracked. The pressure test showed the device was performing within specification. A lot check revealed no other complaints of this type for lot 140131. Conclusion: we were unable to determine the cause of the reported fault. Based on the appearance of the damage to the swivel it appears likely the cracking was caused by some form of physical impact. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint swivel became damaged during transport or excessive rough handling at the customer facility. The user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - this product is intended to be used for a maximum of 7 days.